Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. The tas analyzed the instrument and instrument data. The ion selective electrodes (ises) were recalibrated. Quality controls (qc) were also run. The calibrator and qc results were within specification. The cause of the event is unknown. The instrument is performing within specification. No further evaluation of the instrument is required.

Event description:
A siemens technical applications specialist (tas) reported that anion gap drifts were observed on patient samples tested on an advia 1800 instrument at a customer site. It is unknown what calculation the customer uses to determine anion gaps or what the individual analyte results were for the patients. It is unknown if the patient results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the low anion gap results.